Event description:
It was reported that removal difficulty occurred. The target lesion was located in a coronary artery. A 3.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, crossing difficulties occurred and after the stent was deployed, the delivery system balloon was stuck inside the stent. After several inflations and deflations, the device was finally removed. No patient complications were reported.